Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was downloaded. Functional testing was not able to duplicate the customer reported issue. The investigation was not able to determine the cause of the noise heard while the pump was in use. The investigation determined that the dso seal was damaged. The dso seal was replaced.

Event description:
It was reported that, while the pump was in use, it whistles. There is unknown patient involvement. Analysis of the device found a damaged downstream occlusion seal.